Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 370 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, nausea, vomiting and feeling foggy. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was placed in an accelerated recovery room. The patient was treated with 8 bags of intravenous fluids as well as an insulin drip. The patient was prescribed insulin pens, insulin and antibiotics. The patient was discharged from the hospital after 3-4 days.